Event description:
A customer reported to baxter corporate product surveillance a clearlink system continu-flo solution set in which the the secondary bag backed up into the primary bag. The patient was getting an infusion of saline from the primary bag (100ml) and infed from the secondary bag (500ml). The infed is a brown color and the nurse noticed that the liquid in the primary bag turned brown and looked to be filled with the infed medication. The nurse stated that the primary was lowered and hung with two of the baxter hangers instead of just the one that was provided. The nurse explained that the sales rep advised them to switch to using two hangers to prevent backflow. The check-valve was inverted and tapped per the label copy. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Two samples were returned for evaluation fully primed; each attached to an empty (B)(4) bags. Visual testing was performed and found residual drug solution present. The septum of both solution bags was visually inspected and neither appears to have been punctured. No secondary set, bag or blue hanger was returned. Functional tests were performed. Both samples were then tested for back flow by, spiking each set into an in-house 1000ml solution bag containing reverse osmosis water. The samples were then re-primed per label copy. An in-house (B)(4) secondary set also spiked into an in-house 1000ml solution bag containing reverse osmosis water was then attached to the first y site of each primary set. The setup was then checked for back flow. The same procedure was also performed on the 2nd y site of each primary set. Both returned (B)(4) primary sets primed and flowed normally with no back flow noted. No other obvious visual defects were noted. No additional testing was performed. The problem was not recreated and the reported condition was not confirmed. A batch review could not be completed as the lot number was not provided by the customer.